Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. The active electrode also showed some additional damage under the silicone overmold to the electrode wires, as being caused by minute device mobility. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. As per information 2 channels were out of cochlea since initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2018 the bilaterally implanted recipient fell and hit the right side of her head. A large hematoma was present for several days on that side. No damage to the right side implant was observed. A few days before the recipient was seen for a fitting session on (B)(6) 2018, the parents reported that the recipient could no longer hear with the left implanted side anymore. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the patient fell and hit the right side of the head. A large hematoma was present for several days on that side. No damage was seen to the right side. A few days before the patient was seen for a fitting session on (B)(6) 2018, the parents reported that the recipient could no longer hear with the left implanted side anymore.re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Furthermore, internal implant registration information states an incomplete insertion at the time of implantation, which might have contributed to the lack of benefit. No further information has been received, despite requested.

Event description:
In (B)(6)2018 the bilaterally implanted recipient fell and hit the right side of her head. A large hematoma was present for several days on that side. No damage to the right side implant was observed. A few days before the recipient was seen for a fitting session on (B)(6)2018, the parents reported that the recipient could no longer hear with the left implanted side anymore. Re-implantation is considered but not scheduled yet.